Manufacturer narrative:
Catheter was returned and the longitudinal balloon burst was confirmed. A comparative catheter of the same balloon model and size was pulled and tested for rated burst pressure. The labeled rated burst pressure is 1.5 atm. The comparative catheter did not burst until 2.0 atm, and it was a longitudinal burst. The physician reported that the balloon burst before being fully inflated but did not provide the pressure that the balloon was taken to. Longitudinal bursts are seen when the balloons are over pressurized.

Event description:
"Balloon got ruptures before being fully inflated", as per the incident report.